Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered coronary artery restenosis approximately nine months post cypher stent implantation. This is a (B)(6) male patient with medical history including angina, previous pci, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, and chronic pulmonary disease. The patient received a cypher stent in the proximal lad. Approximately nine months post procedure, the patient had unstable angina and returned to the hospital. Patient was diagnosed with severe 2 vessel coronary artery occlusive disease. A CABG was performed. Despite multiple inquiries, no further information could not be obtained indicating if the disease was within 5mm of the previously implanted cypher stent. The stent remains implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.

Event description:
The (B)(6) male patient was part of (B)(6) study. The patient received a cypher stent in the proximal lad. Approximately nine months post procedure the patient had unstable angina and returned to the hospital. Patient was diagnosed to have severe 2 vessel coronary artery occlusive disease. A CABG was performed. Information could not be obtained indicating if the disease was within 5mm of the previously implanted cypher stent.